Event description:
Healthcare professional reported, left-side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.-capsular contracture: unable to observe as it is a medical event that is not related to the device.it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left-side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced with a non-allergan device.